Event description:
On june 10, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was triggered on june 7th, 2024, day 76 after insertion. The senor was replaced and returned for investigation. The investigation on the returned sensor indicated that the sensor performance was impacted by noise, which may be potentially due to damaged light filters/photodiode, the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report 06 september 2024. D9 device available for evaluation? Yes on 08/16/2024. G3.date received by the manufacturer? 05 september 2024. H3. Device evaluated by manufacturer? Yes, h6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.